Manufacturer narrative:
Cracked reservoir tube lip and scratched display window noted. Unable to prime during prime/delivery alarm test due to cracked end cap. Unable to confirm motor error alarms due to cracked end cap. Pump passed displacement test. Motor tested ok.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 207 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI. Drive support cap appeared normal. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The information provided for date of this report in the initial medwatch report was incorrect. The correct information has been provided with this report.